Event description:
It was reported that intermittent undersensing of atrial and ventricular events were observed via a merlin.net transmission. Reprogramming was recommended. The device remains implanted.